Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-00089: plate 2 p/n 70-0009, MDR 3025141-00090: plate 2 p/n 70-0007, MDR 3025141-00091: screw#1, MDR 3025141-00092: screw #2, MDR 3025141-00093: screw #3, MDR 3025141-00094: screw #4, mdr3025141-00095: screw #5, MDR 3025141-00096: screw #6, MDR 3025141-00097: screw #7, MDR 3025141-00099: drill.

Event description:
Two plates and eight screws were implanted into the pt's foot. Four of the screws broke post operatively. The screws and the plates were explanted; however, the distal portions of the four broken screws were left implanted. During removal, signs of metallosis in the soft tissues around the implant were found. Additionally, a drill tip that was not previously noticed in the surgical site was found and explanted.